Event description:
Upon receipt of additional information, it was determined that this report is a duplicate of (B)(4) 3007963827-2026-00077. The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted under 3007963827-2026-00077.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this report is a duplicate of (B)(4) 3007963827-2026-00077. The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted under 3007963827-2026-00077.

Manufacturer narrative:
(B)(4). D10: unknown femurl, unknown pn/ln. Unknown art surface, unknown pn/ln. G2: foreign, event occurred in south africa. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision approximately 1.5 years post implantation due to pain, swelling/edema, decreased range of motion, grinding, and instability. During the revision it was noted the screw between stem and tibia was not tightened all the way with the head not below the surface of the tibia plate. No further information provided.